Event description:
During a pre-use check the ventilator would not hold peep. No pt injury occurred. The expiratory valve solenoid was replaced, the unit calibrated and tested within specifications and returned to service. There were no alarms and messages. This was generated as a result of service report screening.